Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinician called with questions about increased capture thresholds. Today the right ventricular lead showed increased capture thresholds from last year. The lead remains in use. No patient complications have been reported as a result of this event.